Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in emergency room with symptoms of dizziness and shortness of breath, atrial fibrillation undersensing was observed. Programming changes were made. No further information available.